Event description:
It was reported that the pump is intermittently responding to the up arrow button. The pump reportedly has not been exposed to moisture and there is no physical damage to the keypad.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad was intact, the pump was intermittently responding to the up and down arrow buttons, and there was evidence of adhesive/contamination under all key contacts.